Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon experienced an insertion issue with a zcb00 +17.0 diopter lens. The intraocular lens (iol) was removed and replaced with a new lens of same model. Reportedly, there was an incision enlargement. There was no patient injury. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation in its original package. Surface residuals (particles, fibers and ovd residues) were observed on lens which indicates that the unit was handled and prepared for surgical use. Also, one haptic was observed stuck to optic. The device problem code for improperly loaded could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu recommends that only insertion instruments that have been validated and approved for use with this lens should be used. All pertinent information available to abbott medical optics has been submitted.